Event description:
Device 1 of 2. Ref MFR report #1627487-2013-08148. It was reported the pt had her pns system (off-label use) explanted on (B)(6) 2013. Pt was initially experiencing pain relief but was having nausea from her medication. Later on, it was stated the pt was experiencing numbness in her head and was not having pain relief. Pt was offered the reprogramming option, but was denied.

Manufacturer narrative:
Results: the ipg was returned for disposal. No functional testing was performed. The lower port connector of the ipg header has the lead tip lodged into it. This is consistent with forcibly pulling the lead out prior to releasing the setscrew. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.